Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since the event date is not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: synergy xd mr us 5.00 x 16mm stent delivery system catheter was returned for analysis. A visual and tactile inspection identified a hypotube break 23.5cm distal to the distal end of the strain relief with multiple kinks along the length. No kinks and damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 5.00 x 16mm synergy? Xd drug-eluting stent was advanced for treatment. However, the shaft broke while entering the patient. The device was safely removed, and the procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since the event date is not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 5.00 x 16mm synergy? Xd drug-eluting stent was advanced for treatment. However, the shaft broke while entering the patient. The device was safely removed, and the procedure was completed with another stent. No patient complications were reported.